Event description:
Caller reported damage to the pump's usb port and pins, which affected the ability to charge the device, although the pump did not shut down as a result. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, confirming warranty status and necessary procedures for returning the damaged pump. The customer was informed of shipment and continued using the current pump without interruption to insulin delivery.